Event description:
Customer initially reported that their abbott diabetes care device displayed an error 9. The product was returned and investigated for the error issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and burn marks were observed inside usb (universal serial bus) port as well as crack near the button was observed which did not contribute to the customers complaint. Visual inspection was performed on the returned reader and was de-cased. Liquid contamination on reader's pcba (printed circuit board assembly) was observed. Visual inspection was performed on the de-cased reader and its printed circuit board assembly (pcba) and observed burn mark on tb107 and tb038 and liquid contamination and burn mark on the micro universal serial bus (usb) port was observed. The returned reader was unable to charge or powered on using the returned battery. However, it powered on successfully with a known good battery. Attempt to charge the known good battery using the reader, the battery did not charge and a connected to pc message appeared. Liquid contamination on the usb port and a burn mark near the usb port circuitry appear to be the root causes preventing the reader from charging. Therefore, the issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device displayed an error 9. The product was returned and investigated for the error issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.